Event description:
In 2009: customer reports fluoro capability failed during procedure. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot the system and replaced the sedecal generator aec control board. The field service engineer verified operation using sedecal service manual for hf series generators, and the liebel-flarsheim hydradjust plus dr service manual. The system was returned to full service.